Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a device revision procedure, an implantable neurostimulator system exhibited high impedance on the day of surgery, with connection check findings of a red x at contacts 6, 7, 14, and 15 and impedance values of 40,000 at contacts 6¿7 and 40,000 at contacts 14¿15. It was also reported that no other stimulation issues occurred as a result of this issue, troubleshooting was not performed, and the cause was unknown. The implantable neurostimulator was explanted and replaced, and the issue was reported as resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H6: codes have been updated to reflect the new information. Analysis of the ins (sn (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing; however foreign m aterial was observed in the implantable neurostimulator (ins) connector port. The implantable neurostimulator (ins) passed functional testing. H3: analysis was performed and the connector port had foreign material, but the ins was functionally okay and had insignificant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.